Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the implantable neurostimulator has not worked in a while. It has been about 2-3 years since the patient has tried to charge the implantable neurostimulator, so the patient cannot use the equipment to shut the implantable neurostimulator off during an MRI scan. The patient was supposed to see an health care professional about a new implantable neurostimulator or implantable neurostimulator removal; however, the patient has not been able to meet with a surgeon due to the covid-19 epidemic. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from consumer via a manufacturing representative (rep) regarding a patient with an implantable neuro stimulator (ins). It was reported the patient was sent for a head MRI because was rejected by the imaging center because his batter was not charged so they were unable to initiate MRI mode. The patient was in patient and mentally in and out but his wife thinks the battery had not been charged in 2 years. The rep was asked to assist in physician reset. The manufacturing representative (rep) was unable to recover the battery after multiple attempts. The rep attempted recharging, 8840 telemetry and patient programmer communication as well as trickle charge was the diagnostics/troubleshooting performed. Two trickle charge attempts. The issue is not resolved. Health care professional (hcp) was informed that the battery was unable to be recovered and could not be put in MRI mode for on label scanning. The patient was unable to recharge due to medical condition. Por was also reported. The device is out of service. Will not be replaced in the future. No surgical interventions occurred or were planned. No further patient symptoms or complications were reported in this event.